Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. As of the date of this report, the stapler instrument and reload have not been received for evaluation. A follow up MDR will be submitted if additional information is received. A review of the instrument logs for the procedure was conducted by an isi failure analysis engineer (fae). Per the fae, the logs show sureform 60 stapler instrument (part #480460-09, lot #t90220516-0147) was installed 8 times and fired 7 reloads (2 white then 3 blue then 2 white, in that order). All firings were completed per the logs with 1 pause for compression. There were no incomplete clamps by this instrument. No stapler related errors were identified. No photographic images or video recordings are available for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, a staple line leak was identified where a blue sureform 60 reload was fired with a sureform 60 stapler instrument. As a result, the patient required robotic reoperation and the staple line was over-sewed. The cause of the post-operative complication is unknown.

Event description:
It was reported that approximately 48 hours after undergoing a da vinci-assisted sleeve gastrectomy procedure, a staple line leak was identified where a blue sureform 60 reload was fired with a sureform 60 stapler instrument. During the da vinci-assisted surgical procedure, the surgeon had transected the lesser curvature of the stomach. The procedure was immediately followed by a separate open esophagectomy performed by a thoracic surgeon. As a result of the post-operative complication, the patient underwent a robotic procedure and a staple line leak was identified where the third blue sureform 60 reload was fired. The surgeon over-sewed the staple line with an omental patch. The patient remained hospitalized for six days following the repair procedure and was discharged. Intuitive surgical, inc. (Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
On 13-sep-2022, intuitive surgical, inc. (Isi) received the following information regarding the reported event from the surgeon: the air leak was diagnosed on post-operative day (pod) #2, under the diaphragm by chest x-ray. The patient was returned to the or and the air leak was confirmed by saline submersion with air leak test during follow-up endoscopy. The leak was identified between two staple lines. The patient did not have any prior gastric procedures. In addition, the tissue at the site of the leak was not previously compromised.